Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 138 mg/dl. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, reset error test, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The motor passed the motor test with no error alarm. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.